Manufacturer narrative:
The investigation revealed that after the technician completed the preparatory operation check, ensuring there was no obstruction on the orbit of c-arm rotation, the nurse checked the drain under the table top. In addition, the technician who started to acquire 3d-dsa images did not notice the nurse under the table top. The system operated normally and did not have any problem. Manufacturer was informed the hospital accepts their responsibility for the incident. It was also reported the customer engineer visited the hospital the following day of when the adverse event occurred. The nurse who was injured, was seen on the job and walking. It is judged that this phenomenon occurred because precautions were not taken to prevent interference between persons in the examination room and the units used in combination. Precautions to be observed are provided in the system's operation manual, which states, "take special care to prevent the support unit from interfering with the patient and other persons in the examination room". It is therefore considered that the cause of the phenomenon is user error. It is determined that no further action is required.

Event description:
The technician started to acquire 3d-dsa images while a nurse was checking the drain under table top of catheterization table. As a result, the side of x-ray tube cover of c-arm hit the hip of the nurse and her lumbar spine was broken.